Event description:
It was reported that the patient's pump had stopped when they were updating it. The reporter confirmed that they thought it was an interruption in the telemetry "or some kind of incident." The healthcare provider further stated that they were updating the pump because they had to increase it. They were increasing it because, when the patient came in last month, they had decreased it instead of increasing. The patient came in so they had to "fix it." No symptoms were reported. The medications used within the system were dilaudid, bupivacaine, and clonidine. It was later reported that it was a dosage programming error, and not a concentration programming error.

Manufacturer narrative:
Concomitant products: product ID 8711, lot # n176223011, implanted: (B)(6) 2009, product type catheter; product ID 8840, serial # unknown, product type programmer, physician. (B)(4).